Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the station and verified that the system time was correct. The tss confirmed that the time was synchronized with the windows time server and no errors were present, and the site confirmed that the time was accurate. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was off. This incorrect time was causing discrepancies with medication dispensing. The user was on eastern standard time there were no delay and adverse events or injuries reported based on this event.